Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
(B)(4). The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/04/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests his blood glucose 3-4 times a day and manages his diabetes with novolog 70/30 insulin (sliding scale). The alleged issue began early (B)(6) 2011. The reporter stated the patient obtained blood glucose results of "356 mg/dl" with the subject meter and "311 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results fall within the expected value of <= 30% and/or <= 30 mg/dl. The reporter stated the patient has been obtaining blood glucose results between "214 -250 mg/dl" with the subject meter. On (B)(6) 2011 at 5pm, the reporter stated the patient obtained a blood glucose result of "266 mg/dl" and took an additional dose of novolog 70/30 insulin (20 units). By 930pm that evening, the patient developed symptoms of confusion, sweaty and was incoherent. The patient was given juice and candy as treatment. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because a reporter claimed the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.